Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, the balloon catheter froze on the guide wire. Access was obtained via the right radial artery. The 90% de novo target lesion was located in the moderately tortuous distal right coronary artery (rca). A 2.25 x15mm nc quantum apex balloon catheter was advanced distally to cross the lesion. After crossing the lesion, the balloon was inflated to 10atms, then the physician attempted to withdraw the apex balloon catheter from the patient; however resistance was encountered between the device and another manufacturer's guide wire. On the second attempt to withdraw the device, the balloon catheter became stuck 7-8cm at the distal part of the wire. The physician suspects a malfunction with the guide wire lumen. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure the balloon catheter froze on the guide wire. Access was obtained via the right radial artery. The 90% de novo target lesion was located in the moderately tortuous distal right coronary artery (rca). A 2.25 x15mm nc quantum apex balloon catheter was advanced distally to cross the lesion. After crossing the lesion, the balloon was inflated to 10atms, then the physician attempted to withdraw the apex balloon catheter from the patient; however resistance was encountered between the device and another manufacturers' guide wire. On the second attempt to withdraw the device, the balloon catheter became stuck 7-8cm at the distal part of the wire. The physician suspects a malfunction with the guide wire lumen. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned with no original packaging and the tip was damaged. A test guidewire was loaded into the tip and advanced through the wire lumen without encountering any unusual resistance. The catheter was inflated to rated burst pressure with an inflation device filled with water while the catheter was loaded over the wire. The wire would not move in the wire lumen while the catheter was inflated. Magnified inspection revealed the inner shaft was flattened adjacent to the distal edge of the proximal markerband. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).